Event description:
It was reported that pump repeatedly declared altitude alarms despite customer following precautions and had most recent alarm shortly before contacting technical support. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting independently, then planned to use multiple daily injections as backup therapy while tandem technical support arranged replacement pump and cartridge, provided instructions for storage mode and return of problematic pump within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement was received.